Manufacturer narrative:
The complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to loose cup (appears on film) cup came out along with the head, depuy cup was put in with screws and their poly liner. Our delta option 36mm head was used with our xl sleeve.